Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings issue. It was reported that a call service alarm was not recorded in the pump history. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-nov-2018 with the following findings: review of the black box data and the pump alarm history revealed no activity outside of normal use. A battery cap was not returned with the pump for investigation. A test cap was used to complete the investigation. On investigation, the pump powered on and ez-prime steps successfully completed. A 10-unit bolus was correctly delivered and recorded. A call service 128 alarm was simulated and was correctly recorded. Investigation did not confirm nor duplicate the alleged history issue. The pump was found to be operating as intended without malfunction.